Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's blood glucose (bg) was 326mg/dl. Reportedly, the customer lost consciousness, fell and hit head. Customer alleged pump did not deliver insulin as intended. During troubleshooting with tandem technical support, air bubbles in the tubing were observed. The customer primed out the air in the tubing. Recommendation was made to discuss diabetes management with a health care professional. Reportedly the customer reverted to manual injections for insulin therapy.